Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The device was inserted and deployed without problems. Difficulty pulling the plunger back more than 1-2 cm occurred. The physician was able to free the sutures and remove the plunger. The foot was then parked and the device removed. Compression was used to achieve hemostasis. The pt recovered without incident.